Event description:
The user received a questionable tropinin t result for one patient sample. The user stated the initial result was 0.105 ng/ml and was accidentally reported outside the laboratory. The sample was repeated because the original was high and the laboratory protocol was to repeat any sample with high results. The repeat result was <0.010 ng/ml twice and was considered to be correct. The patient was not adversely affected. The troponin t reagent lot number was 16765901 with an expiration date of 04/30/2013. The field service representative determined the analyzer was in need of preventative maintenance and performed it. The user verified the analyzer operation by performing precision testing with all values inside the expected range.

Manufacturer narrative:
The investigation could not determine a specific root cause. No additional information was provided for further investigation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.